Event description:
A facility reported that the light source of mlx 300w xenon lightsource (00mlx) was emitting too much heat, which caused the cable to burn on the integra headset. There was no patient involvement; thus, no patient injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h1, h2, h3 h6, h11. 00mlx mlx 300w xenon lightsource was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the unit has been extensively worked on by a third party. This includes glue holding the bezel together, glue holding the ferrite core down, and the ac entry has been destroyed and held in place with zip ties and glue. The unit had to receive a chassis replacement because the old ac could not be removed without breaking the chassis. The unit had a damaged bezel, control board, ac entry, side panel, front plate, j20r, and chassis. To fix this unit, the bezel, chassis, control board, ac entry, side panel, front plate, and j20r clip were replaced. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the unit has been worked on by a third party. This includes glue holding the bezel together, glue holding the ferrite core down, and the ac entry has been damaged and is held in place with zip ties and glue. This is most likely due to rough handling/environmental damage. No manufacturing workmanship or material deficiency has been identified.

Event description:
N/a.